Event description:
Customer reportedly obtained results of hi (greater than 600 mg/dl) and 256 mg/dl on the aviva system within 10 minutes. Customer took 55 units of novolin based on the 256 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.